Event description:
The customer indicated during a colon resection the handset began to "deteriorate" and "no seal confirmation" was obtained. When the surgeon inspected the device, surgeon noticed that the jaws were coming apart at the pin.